Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third-party service center, a ventilator inoperative error code was found in the device's error log. The system printed circuit assembly (pca) board had electrical damage. The trilogy evo system printed circuit assembly (pca) board needed to be replaced to resolve the issue. Additionally, the following parts were identified to have dust contamination: trilogy/ evo particulate filter, trilogy evo front panel, trilogy evo blower assembly, trilogy evo blower bellows seal, trilogy blower mount, trilogy evo/ cooling fan assembly, trilogy evo fan retainer, trilogy evo machine flow sensor, trilogy evo muffler assembly, trilogy evo air inlet foam, trilogy evo tubing, trilogy evo tubing-blower chassis, trilogy evo tubing-fio2, and trilogy evo tubing-low flow o2. This device been serviced, inspected, tested, and met acceptance criteria in accordance with all the applicable customer requirements.